Event description:
It was reported that a broken cutting accessory was stuck in the motor after a procedure at the user facility. No patient involvement, delay, medical intervention, or adverse consequences were reported.